Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported by the patient that the same issue happened once before and a manufacturer representative (rep) helped ¿reset¿ the implant over the phone. The patient said the reason for not charging the first time was that the implant runs pretty high and when it scarred in, it shifted so it was pretty difficult to hold the recharger antenna over the implant to keep it charged. The patient said the ins started off pretty good in the beginning, but it slowly started tilting. The patient said it was fine for over a year before it started tilting. No symptoms or further complications were reported.